Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis found no anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the physician observed high pacing impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences.